Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have had the settings not available message appear on their controller twice now. Patient stated that the first time they saw the message was near the end of last year and that they met with a manufacturer representative (rep) who was able to make the message go away, but then it came back again last week. Patient said they met with rep who did some adjustments and advised to call patient services to get a new controller. Patient said that now when they unlocked their device, they would see the message. Patient mentioned that they can adjust down the intensity, but they can't increase the intensity. Agent reviewed meaning of settings not available message and that replacing the controller wouldn't help with this issue as the message was coming from the implant. The patient was redirected back to their healthcare provider to further address the issue and to meet with a rep for reprogramming. The rep reported they met the patient (pt) in the office and checked impedances. All impedances were higher values (1200 - 2800). Rep reprogrammed and will see how it works with new programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the issue was resolved.